Event description:
It was reported that during use it was discovered that the tubing was punctured with a bd scalp 25g. The following information was provided by the initial reporter, translated from portuguese to english: it was started the collection of exams with intravenous infusion device - asepto 25g and it was observed that the transparent extension was punctured.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the tubing was punctured with a bd scalp 25g. The following information was provided by the initial reporter, translated from (B)(6) to english: it was started the collection of exams with intravenous infusion device - asepto 25g and it was observed that the transparent extension was punctured.